Manufacturer narrative:
Citation: yoon, sh. Md. Et al. Transcatheter mitral valve replacement for degenerated bioprosthetic valves and failed annuloplasty ringsj. Journal of the american college of cardiology. (2017) vol. 70, no. 9 doi 10.1016/j.jacc.2017.07.714 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes after a transcatheter mitral valve replacement (tmvr). All data were collected from a multi-center, multi-national registry between 2009 and 2017. The study population included 248 patients, all of which had a previously implant mitral annuloplasty ring or mitral bioprosthetic valve. Four patients were implanted valve-in-valve with a melody transcatheter bioprosthetic valve. Serial numbers were not provided. The study population was predominantly female; mean age 72.5 years. Among all patients, with previously implanted valves, rings and bands; medtronic mosaic and hancock surgical valves, cg future rings, duran ancore bands, simulus bands along with non-medtronic surgical valves, rings and bands were replaced due to stenosis and regurgitation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.